Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable fault when the 30-degree endoscope was flipped, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode could not be determined. Although the instrument has not been returned for failure analysis, the information gathered indicates that the device did contribute to the customer reported issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the surgeon was flipping the 30-degree endoscope and got a recoverable fault. The customer was able to recover the fault, but everything was reversed. The customer reseated the endoscope; however, the reverse issue persisted. The customer power cycled the system and the camera moved on its own. The reverse issue was resolved after the power cycle. The intuitive surgical, inc. (Isi) technical support engineer (tse) remoted into the system and observed 23003 error on the universal surgical manipulator 2 (usm) with an endoscope in use. The isi tse recommended that if there were no further issues during the case, the customer could hold the base of the endoscope in one hand and rotate the shaft of the endoscope in the other hand and see if any resistance or friction was observed and to return the endoscope if the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was switching the scope from 30 down to 30 up and it hit the surgical tech's arm as she was switching another instrument out. The system gave a recoverable fault and after recovering the fault the image was inversed. The endoscope moved freely with uncontrolled motion once. The endoscope and endoscope¿s adapter were still engaged. There was no damage observed on the endoscope¿s adapter. The inversed image issue was resolved by a system reboot. The procedure was completed with the same endoscope. There was no patient injury.